Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, pacemaker-mediated tachycardia (pmt) after loss of atrial capture during atrial capture testing was observed. Recommended programming changes were made and pmt was still noted. Device was reprogrammed again. Patient was stable throughout the event.